Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information related to a repaired dream station auto cpa. The patient alleges visualization of particles. Additionally, the patients report a unknown odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information related to a rep dreamstation auto CPAP. The patient alleges visualization of particles. Additionally, the patients report a unknown odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation no secondary findings was observed. There was 0 error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.